Event description:
During incoming inspection, the device displayed "pacer fault 116" "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.